Manufacturer narrative:
The pump powered up properly. No blank display was noted. All operating currents were within specification. The pump passed the displacement test. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's nurse reported via phone, the display on the insulin pump sometimes goes blank during the day. Troubleshooting was performed since not present. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.